Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: bilateral capsular contracture, suspected rupture of left breast prosthesis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent an unspecified breast surgery with mentor memorygel breast implant 500cc gel breast prostheses developed baker grade IV capsular contracture in both of her breasts. In addition, it was reported that it is suspected that the patient¿s left breast prosthesis ruptured. As a result, the patient underwent bilateral explantation on (B)(6) 2021. This medwatch report is for the patient¿s right breast prosthesis.